Manufacturer narrative:
(B)(4). Manufacturer narrative: the reason for this revision surgery was a fall. The previous surgery and the revision detailed in this investigation occurred over 11 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. This investigation is limited in scope as limited information was provided to djo surgical - austin for examination and the part associated with this investigation was not returned to djo surgical for review. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports associated with the product that may have contributed to the event. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to patient fall. Agent has clearly mentioned that patient fell while rehabbing, it seems that the event may occurred due to patient noncompliance with medical instruction, lack of post-operative care, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. There were no findings during this investigation that indicate that the reported devices was the source or had a direct connection with the event.

Manufacturer narrative:
Additional narrative: see d10: concomitant medical products. Additional concomitant items needed to be added to the MDR complaint. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - patient fell while rehabing after her initial surgery and ruptured her patella tendon. When the surgeon took her back to surgery to repair the patella tendon, he decided she was no unstable with the current implants. He chose to replace her femur with a posterior stabilized component and use a vvc (varus valgus constraint) insert for more constraint.